Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The analysis was performed by asahi intecc. Co. Ltd: based on the provided information, it is presumed that the anatomical condition of the vessel which was severely calcified, combined with the manipulation technique of the guide wire might have comprehensively contributed to the reported vessel dissection; however details could not be identified. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Investigation of the production record could not be performed as no lot information was available. The instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. The guide wire may be damaged and/or vessel trauma may occur. Coronary artery dissection is listed as a possible complications and adverse events of guide wire use.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca). An asahi soft wire was advanced; however, after multiple attempts to cross it was then noted that there was a dissection plane at the lesion site that appeared to extend into the distal vessel. Reportedly, a fielder wire, pilot wire and miracle bros 3 guide wire were also intended to be advanced to the target lesion; however, there was little success in passing a wire beyond the lesion even despite use of multiple buddy wires for support. Multiple balloon dilatation catheters were used for pre-dilatation. Followed by multiple stents were implanted retrogradely to cover the entire dissection plane and original lesion site. Intravascular ultra sound (ivus) was again performed which showed findings that were not consistent with dissection. A 2.8x19mm rx graftmaster stent system was advanced and the stent deployed at 17 atmospheres across the mid rca territory. The stent was then post-dilated with a 3.25x15mm balloon dilatation catheter. Another stent was needed just distal to the graftmaster to cover an area that seemed to have a persistent hazy lesion. Following this the wire was removed and the post intervention stenosis was 0% with timi iii flow. There was no reported clinically significant delay in the procedure. No additional reported information was provided.